Manufacturer narrative:
(B)(4). Poor wound drainage. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2011 and a drain was placed. At the time of placement, the drain could not suck well. It sucked weakly. The surgeon exchanged it for another like device which worked normally. There were no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.